Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were episodes of noise on the right ventricular lead that resulted in oversensing and a high ventricular rate. All other electrical values were stable and in range. No intervention has been performed and the patient was stable and will continue to be monitored.

Event description:
X-ray was performed and revealed no anomalies. The patient was stable and will continue to be monitored.